Event description:
The pt claimed that the keypad was peeling and the up, down, and ok buttons were sticking. The pt denies any water exposure.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was peeling, adhesive was found under the button contacts intermitting key presses, and contamination was found under button contacts. Unable to duplicate the complaint of buttons sticking.